Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, serial/lot #: none, ubd: unk, UDI#: unk; product ID: bi71000163, serial/lot #: none, ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that battery tray 1 and 7 were below acceptable voltage was low. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was showing the not charging message. There was no patient present when this issue was identified.